Event description:
It was reported that during a gastric bypass procedure,the device fires and stapled and did not cut.another device was used to complete the case.there was no reported patient consequence as a result of the device problem.